Event description:
Physician reporting rupture of the right device diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken on posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. Additional observations: brown particles were observed on the surface of the device. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2203 imaging required a review of the device history record has been completed. No deviations or non-conformances noted. Photo device evaluation: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reporting rupture of the right device diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.